Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
On the vanguard 360 tnbn femur a distal hole is uncoated by tnbn. The femur was implanted regularly by applying bone cement on its inner surface.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of picture of device. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaints data base has found one similar reported event for this vanguard tnbn item. A review of the drawing confirms that "one tapped hole will not be coated to allow product to be held during coating process". A review of the visual work instruction, for final inspection also confirms that "one of the threaded holes will not be covered" . Investigation is complete and confirms that the product was manufactured to predefined specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.